Event description:
Ous MDR: boston scientific received info that one day post implant, this right ventricular lead exhibited increased thresholds. A chest x-ray was performed which revealed that the lead had dislodged. A revision procedure was performed and the lead was successfully repositioned with normal measurements. Approximately one week later, the pt presented to the hospital with intermittent rv capture. A chest x-ray was performed and revealed that the lead had dislodged for a second time. The pt is completely pacemaker dependent. A 2nd lead revision was performed. The lead was successfully repositioned with normal measurements. No add'l adverse pt effects were reported. The right ventricular lead remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.